Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that he had to remove two dental implants during their installation surgery due to the fracture of the connection that was being used to execute the procedure. The implants were being installed in intraoral regions #24 and #23.